Manufacturer narrative:
The MFR determined that it is likely the administration set was not primed or only partially primed. If a section of tubing contained no fluid, it would be possible for the clinician to look at the tubing for an air bubble, and, seeming no fluid-air interface, to erroneously believe the set was fluid-filled and contained no significant air. At low flow rates (e.g. 8 ml/hr) after an air-in-line alarm a press of the start key would result in a theoretical 75 microliters of fluid to be delivered in approx. 34 seconds. At this point, if an air-in-line detector still sees air, another air-in-line alarm would occur. The operator's response to so many consecutive air-in-line alarms indicates that the air bolus was potentially much larger than 75 microliters. According to co's investigation, the pump performed as intended and all visual warnings were functioning properly, alerting the operator that a problem existed.